Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving medication with a con centration of ¿20¿ via an implantable pump for spinal pain. Following a (B)(6) study, a (B)(6) study was done. The healthcare provider calculated asingle bolus dose (0.2 mg) using the 0.01 ml priming bolus. The single bolus was entered into the physician programmer and updated. Then they waited a minute and a half, but saw no noticeable motion from the pump after reviewing the fluoroscope picture. When the programming was reviewed by checking the pump printout from the session they did not see that the priming bolus was programmed. It was confirmed that there was no motor stall noted in the logs. The healthcare provider had a similar experience last week. It was confirmed that the issues occurred with different physician programmers, so they have been ruled out as the issue. They were wondering if electromagnetic interference (emi) was an issue. The healthcare provider programmed the priming bolus again with the fluoroscope unit off and it worked on the second attempt. The (B)(6) study was successful and the patient was sent away with no issues. It is unknown if there were any symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.